Event description:
It was reported via phone call that the insulin pump had intermittent button response. Customer's blood glucose reading at the time of the call was 156 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and escape button dome switch. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.